Event description:
It was reported to medtronic minimed that the customer experienced pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), blank display, and sensor not connecting to pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm. The customer was not able to complete the pump rewind, and the insulin pump passed a self test. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No blank display noted. Pump passed functional testing, including displacement test, sleep current measurement test, active current measurement test, rewind test and self-test. No blank display noted. No pump error 49 or 68 noted. Successfully downloaded history files and traces using thump software. Pump communicated properly with test guardian link (3) transmitter. Pairing successfully. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window and scratched case. In summary, customer alleged blank display not confirmed. Expose to moisture on electronic assembly and motor noted. Pump error 68 not confirmed. Pump error 49 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.